Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in india, regarding a 26 mm sapien 3 ultra transcatheter heart valve implant in the aortic position via a transfemoral approach, during the procedure, while entering the common femoral area, resistance felt while inserting the commander delivery system with crimped valve through the esheath+ and the esheath+ ruptured and the valve was exposed. Consequently, the system with esheath+ was removed altogether as a unit and a second valve kit was opened and successfully deployed without any complications. No patient injury occurred.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for liner punctured was confirmed based on evaluation of provided imagery. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Available information suggests that procedural factors (device manipulation) likely contributed to the event as the struts appear to have caught on the liner/sheath shaft. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.